Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving off no power alarm, along with spi to motor pic communication error alarm. The customer's blood glucose level at the time of incident was unknown. It was reported that the customer cleared the alarms several times, but they continue to prompt, and they could not exit the loop. Troubleshoot was reported to be conducted. It was reported that the customer was advised that the pump would have to be replaced and returned for analysis.